Event description:
The contact stated that the customer opened a new carton of test strips and found the cap open on the bottle of strips. A few test strips had fallen out of the bottle. The contact did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.